Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received multiple pump error alarms for the second time. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed and the device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected a17 and a47 alarm anomalies noted.